Event description:
The product was used during a thoracotomy procedure. Reportedly, the anvil disengaged. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occured.